Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of axium premature detachment. The patient was undergoing treatment of an unruptured, saccular aneurysm in the anterior communicating (acom) artery. Vessel tortuosity was described as moderate. The devices were prepared as indicated in the IFU. A continuous flush was maintained during the procedure. It was reported that during the procedure the coil was advanced without difficulty. The coil reportedly prematurely detached leaving the coil partially outside the aneurysm. There had been no attempts to detach the coil and the delivery wire had not been rotated. After premature detachment, a stent was used to pin down the coil extending out of the aneurysm. There were no reports of patient symptoms in association with this event.